Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic representative reported via email low blood glucose and hospitalization. Customer's blood glucose level was unknown. Customer advised they had a low blood glucose alert go off on their insulin pump and they went to the hospital due to low blood glucose levels. Customer declined to speak to the 24 hour helpline.